Event description:
The customer stated that she was hospitalized for high blood glucose levels above 300 mg/dl. The customer stated that she was feeling flu-like symptoms and lost consciousness before the paramedics got to her. The customer stated that the event was caused by the infusion sets that she was wearing at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.